Event description:
It was reported that an angio-seal device was deployed following a routine coronary angiography. The femoral and iliac arteries were filmed with contrast agent prior to the procedure. A substantial amount of calcification was found in the arteries, but no obstruction in the flow was noted. The deployment began by placing the guidewire, however, the guidewire became caught beneath a calcified lesion in the artery and could not be removed. While pulling on the wire in an attempt remove it, the inner part of the wire separated. Surgical consultation was obtained and the pt was transferred to surgery for removal of the wire from the artery and the pt was placed on antibiotics.